Event description:
The manufacturer received information alleging a "ventilator inoperative" condition occurred. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's machine flow sensor and system board need replaced to address the issue.